Event description:
Allergan rep reported the explant of a lap-band system with no further information regarding any malfunction or adverse event provided by the health professional. Recent information provided by the healthcare professional reported the pt was originally banded by another practice and came to us with a slipped band requesting we remove it. The pt noted that they had been empty for 2 years but still vomits and has a lot of pain. Additionally, the pt reported having been in the emergency room 30 times for irretractable vomiting. The lap-band system was explanted without replacement.

Manufacturer narrative:
(B)(4). The reporter of the event was asked to return the product for analysis. The reporter indicated that the device will not be returned. Therefore, no analysis or testing has been done. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Band slippage, pain, vomit and reflux are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage, pain, vomit and reflux as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated.